Event description:
Hill-rom rec'd a report from a hill-rom tech stating the head section would not lower when CPR lever was used. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech support suggested changing the CPR valve. Per the hill-rom svc manual the totalcare bed sys required an effective maintenance program . We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head cylinder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line with no response. Based on this info, no further action is required.